Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, it is likely that a high-energy treatment tool (e.g., high-frequency) was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a burnt plastic cover at the distal end. There was no patient involvement.